Manufacturer narrative:
(B)(4). Date of initial report : 08/29/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal. There was no additional blood loss as a result and there was no injury.

Manufacturer narrative:
(B)(4). Date of initial report : 08/29/2016. Date of follow-up report : 09/29/2016. The reported condition that the device did not seal was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.